Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "bad keypad" was able to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of a bad keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.